Event description:
False positive advia centaur troponin test results were obtained on two pt samples. The first false positive pt sample occurred on march 12, and the second false positive pt result occurred on march 13. The customer performed repeat troponin testing in duplicate on both pt samples and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse repaired a slightly loose tubing attributing to a system startup sample pump pressure error. As a precaution, the probe 2 dilutor and associated valve was replaced. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is inconclusive. The instrument is performing within specs. No further eval of the device is required.